Event description:
The patient reports she is experiencing pain at the ipg site. The pain is constant but slightly improves upon turning stimulation off. The patient was prescribed lidoderm patches which at the time resolved the issue. Follow up information identified the issue reoccurred. The patient underwent surgical intervention on (B)(6) 2014 where the ipg pocket site was irrigated and the original ipg remains implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.